Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that around 1 am, just after patient fell asleep they felt strong electric shocks in the pacemaker area and immediately afterwards they felt a pompom in the upper outer part of their leg. Usually when patient feels the pacemaker, its only in the part of their right groin. It took patient a while because they were pretty scared of the intensity of the pain and their heart fell fell asleep. They asked when they woke up and got up stunning, they saw feces in their bed. It would have seemed to the patient like a very fresh stool and not from the middle of the night. After showering in the morning they checked the pacemaker activity to make sure the electrode was in the right place and they were feeling stimulation. Everything works as usual.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated that heart fell asleep was not related to device or therapy. The cause of the shocking at the site was not yet determined. The pulse from the electrode on the outside of their left leg was not determined. The patient will come to the clinic on august 9 and the physician and representative will check her and the device. The device has not been returned. The hcp was notified of the event.

Event description:
Additional information from a manufacturer representative (rep) stated that the impedances were ok, as noted on the patient's session report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that this was the first time the pain was so extreme. The ins is always on. This kind of extremely painful shock happened only once. They do sometimes experience discomfort in the area of the implant, but it is not extreme and not all the time. They were lying on their left side when it happened. No surgical intervention or trauma was reported. They checked in the morning that it was working and increased the pulse by 0.1 from 0.8 to 0.9, but stayed on the same program. The rep was going to send a session report when they see the patient in a month. The rep provided further clarification of the event. It was reported that at about 1 am just after patient had fallen asleep, they felt an extreme shocking pain in my right side at the exact same area as where the implant is. Immediately after this strong electric shock they experienced a similar sensation to the pulse from the electrode, but on the outside top of my left leg. I usually only feel th e pulse in their right groin area. As they caught a huge fright from the painful shock it took a while but eventually they fell asleep. In the morning shortly after they woke up and got out of bed, at around 8 am, they could see that they had soiled the bed. Unfo rtunately, due to my their ms they didn't feel it happening and did not feel their skin was dirty. It looked very fresh and not from 1 am. After showering and cleaning themselves they checked that the electrode was pulsing in the correct area in my right groin. Everything was working as normal.